Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient was revised due to a fall and it was noticed that the lead had dislodged. The patient underwent surgical intervention to reposition the lead, and the helix did not extend. The issue was solved implanting another lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Helix mechanism could not be tested, due to fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient was revised due to a fall and it was noticed that the lead had dislodged. The patient underwent surgical intervention to reposition the lead, and the helix did not extend. The issue was solved implanting another lead. No additional adverse patient effects were reported. The lead was returned and analyzed.